Manufacturer narrative:
Device received with constant critical pump error alarm due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 467 mg/dl. Customer stated that the insulin pump had critical pump error alarm. Customer stated that there was no alarm displayed before open book image was displayed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.